Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in the carrier positioned incorrectly. Particulates, saline dentrites and dried solutions are visible on the optic. The tip of one haptic is broken and missing. The other haptic is not damaged. Functional testing cannot be performed due to the damage. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The most probable root cause for the haptic breakage is associated with a specific lot of haptic material that was used for the manufacture of the lens involved in this event. An investigation has been opened to address this issue. Furthermore, bausch + lomb initiated a recall for all lenses manufactured with the haptic material lot in question.

Event description:
It was originally reported that the haptic was "too short". There was no pt contact. Eval of the returned product on (B)(6) 2015 identified that the tip of one haptic was broken off and missing.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.